Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that the cap on the bd connecta¿ stopcock was not screwed on in the packaging and came loose when opening the package. The following information was provided by the initial reporter, translated from swedish to english: "during the autumn of 2020, it has on most occasions been the case that one plug on the 3-way crane (applies to side the entrance in all cases) has not been screwed on but comes loose when the package is opened or touched - this means that if I as a staff do not bring an extra plug in, the 3-way crane is left open, which is not ok."

Event description:
It was reported that the cap on the bd connecta¿ stopcock was not screwed on in the packaging and came loose when opening the package. The following information was provided by the initial reporter, translated from swedish to english: "during the autumn of 2020, it has on most occasions been the case that one plug on the 3-way crane (applies to side the entrance in all cases) has not been screwed on but comes loose when the package is opened or touched - this means that if I as a staff do not bring an extra plug in, the 3-way crane is left open, which is not ok."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 0062972. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.